Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - the patient was revised due to inflammatory synovitis. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain and multiple dislocations. Litigation states that patient's death occurred 10 months after the revision surgery. The MDR decision has been reversed for the head and stem. A liner is now also being reported to address the pain and dislocations. The side has been identified. (Right hip).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1100771. A previous review of the device history records for lot codes 1079599 and 928648 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the pinnacle metal liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.